Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # v008638, implanted: (B)(6) 2006, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulation was turning on and off. The implanted had stopped working correctly 2 days ago. When the patient was in a standing position, the stimulation could be felt, but when lying down or sitting the patient was unable to feel any stimulation. The implantable neurostimulator (ins) was supposed to have been adjusted but never was. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.